Event description:
A vns programming nurse in the (B)(6) reported to our consultant that they had a pt in a pulse2 study and he complained of his epilepsy worsening (no longer receives warning that the seizure is about to occur), hoarseness with the regular stimulation and breathlessness on exertion. He requested that his vns be programmed off. Their voice alteration and breathlessness on exertion were related to the regular stimulation. The cause of their seizures was unk. Pulse width and signal frequency were lowered at one point but device was disabled on (B)(6) 2011.